Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with critically high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also reported a crack on the insulin pump case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.